Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neu rostimulator (ins). Pt had cardioversion procedure a couple of weeks ago. Pt turned off stimulation for procedure. Ins was not programmed to recommended settings prior to procedure as neither pt knew to have this done and rep and hcp weren't aware this had to be done. Since cardioversion, pt had been unable to turn their stimulation on. In clinic caller was unable to interrogate ins with tablet, seeing orange warning message, "therapy is turned off because settings are too high. Amplitude will be set to 0 in the active group". The pt's handset was giving an error 323 (pump collapse error). Caller was able to get into handset interface which was showing eri status of ins. A prior longevity calculation done recently since implant showed a 3 yr estimate for longevity. Technical services reviewed fca and vanta vulnerability to getting damaged by cardioversion procedure. Rep stated they couldn't connect to the neurostimulator, that he received some message about amplitude needs to be turned off - rep wasn't sure. Rep stated patient has eri message on the patient programmer, which was able to connect to the implant. Technical services(ts) reviewed with rep that since patient was able to connect, then damage to the implant due to cardioversion was not likely.  Rep stated patient did have electrode 9 at 40k ohms and the rest were 600-800 ohms, but electrode 9 was not used to program patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the device was dead and needed a replacement. The patient would be scheduled for replacement once their cardiac issues had been resolved.